Manufacturer narrative:
The device has not returned for investigation. If the device becomes available for investigation, a supplemental report will be submitted.

Event description:
The exact date of the event is unknown. The event involved a leak of chemotherapy, 5fu, on the air vent of a plum set. The customer reported that leakage occurred but the air vent was closed.

Manufacturer narrative:
The device was received by the manufacturer 9/24/19. As received, the set was inspected and the surface of the drip chamber vent cap was found to be partially deformed. The deformation was not found on the complimentary mating surface. The vent material appeared to be in a slightly wetted condition. No other anomalies were found on the set. Per product specifications, the set was pressure leak tested and a leak occurred from the drip chamber vent cap. The cap was opened during this test and water was found to be leaking through multiple places in the drip chamber filter. The reported complaint of leaks can be confirmed. The probable cause of the deformation is either material excess during molding (flash) or pinching due to improper alignment during the automated assembly process. The ultimate cause of the leak is a loss of hydrophobic properties of the air filter material due to infusate interactions. A lot history review could not be completed as no lot number was provided.